Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery with moderate tortuosity and moderate calcification. Pre-dilatation was performed and the 2.5 x 23 mm mini vision stent delivery system (sds) was advanced, but could not cross the lesion. Additional dilatation was performed and the sds was re-inserted; however, resistance was noted with the anatomy, and the stent dislodged prior to reaching the lesion. A snare device was used to successfully retrieve the stent. The procedure was completed with dilatation only and the patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4) - re-insertion. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use states that an unexpanded stent may be retracted into the guiding catheter one time only. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. In this case, it is likely that the re-insertion contributed to the reported sent dislodgement.